Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and was not able to confirm the reported complaint, however the error logs indicated the error had occurred. The flow sensors were calibrated proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout indicating a loss of ability to mechanically ventilate. There was no report of patient involvement.